Event description:
It was reported that for the past two days where the implantable neurostimulator (ins) was in the body, it was really warm and it hurt. It was noted that the patient¿s body was also really warm. It was noted that the patient programmer had been locked up for 12 months and was not working. The reporter stated that the patient¿s doctor would be contacted to see if they could get the patient in to get checked out. It was reported that the ins was not believed to be on. Additional information from the healthcare provider stated they were unsure what the cause of the event was. It was noted they were not able to pick up any connection between the clinician programmer and the patient¿s implantable neurostimulator (ins). It was reported, the patient would be scheduled for removal and insertion of a new ins within the next month. It was stated, the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va00a5s, implanted: 2012 (B)(6); product type lead product ID 3889-28, lot# va00a5s, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).